Event description:
A critical patient in the emergency department was in the process of being transferred per cart to an inpatient unit. The respiratory therapist assembled the ht70 transport ventilator (on portable wheel cart) and noticed the ht70 handle was visibly cracked. As the transport team started to move the patient the respiratory therapist grabbed the ht70 handle and attempted to push the portable ventilator. The ht70 unit did not move. The handle broke further and the unit fell over cutting the respiratory therapist's hand.our hospital has been experiencing on-going issues with the handles cracking on all 5 of our ht70 units. The handles have been replaced by our biomed department several times.what was the original intended procedure?transfer of critically ill patient.device #1is this a laboratory device or laboratory test?no.